Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Oversensing episodes and alerts were noted on the patient's right ventricular lead. No inappropriate therapy was delivered. All lead testing was within normal limits. Technical services recommended to check programmed settings and to continue to observe. The patient was stable and will continue to be monitored.